Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down during a procedure and could not be rebooted. There is no report of death or serious injury associated with the complaint.